Manufacturer narrative:
Date of event: please note that this date is based off of the month and year of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Krause, m., fogel, w., kloss, m., rasche, d., volkmann, j., tronnier, v. Pallidal stimulation for dystonia. Neurosurgery. 2004. 55.6 (1361-1370). Doi: 10.1227/01.neu.0000143331.86101.5e summary: high-frequency deep brain stimulation (dbs) of the globus pallidus internus (gpi) is a new and promising treatment option for severe dystonia. Yet only few studies have been published to date regarding this treatment. We present the results of dbs of the gpi in 17 patients with severe dystonia of different causes. Reported events: patient 12: a (B)(6) female patient with bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) for tardive dystonia experienced an infection of the implantable neurostimulator (ins) requiring device removal 3 weeks post-implant. It was noted that all patients were implanted with 3387 leads. However, it was not possible to ascertain specific device information (such as serial numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.